Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose greater than 300 mg/dl for a couple of hours after a meal while using the ilet system; the user and a companion reported no visible issues with the infusion set or tubing, and the user opted to disconnect and administer subcutaneous insulin by pen as backup therapy. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention and resolution guidance through troubleshooting and education. Investigation included customer interview and troubleshooting support. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded that the event was user-reported hyperglycemia of unclear cause with supportive education provided and no further clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.